Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent kit was going to be used in the bile duct of a patient during a stenting procedure performed on (B)(6) 2015. According to the complainant, the advanix pancreatic stent was going to be used to treat a post-surgical biliary stricture in the bile duct. The physician could not insert a biliary stent due to severe stenosis of the bile duct, so an advanix pancreatic stent was chosen. The advanix pancreatic stent was intended for the posterior compartment branch, however, during introduction outside the patient, it was found that the stent lumen had been flattened and the stent could not be loaded over the guide wire. The procedure was finished by treating the anterior compartment branch. T here were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure is reported to be "good."

Manufacturer narrative:
A visual evaluation of the returned device found that the stent was not deformed; however, the stent was kink along the drainage holes. The reported failure of stent deformed was not confirmed through product analysis. However, the issue of stent kinked identified during investigation is most likely due to handling aspects during shipping, handling, unpacking, or prepping of the device. Thus, the most probable root cause selected for this failure is ¿handling damage¿. Additionally, a review of directions for use revealed the intended target anatomy for the device is ¿pancreatic duct¿; however based on event information, the targeted anatomy was the ¿bile duct¿. Therefore, user error was also indicated. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent kit was going to be used in the bile duct of a patient during a stenting procedure performed on (B)(6) 2015. According to the complainant, the advanix pancreatic stent was going to be used to treat a post-surgical biliary stricture in the bile duct. The physician could not insert a biliary stent due to severe stenosis of the bile duct, so an advanix pancreatic stent was chosen. The advanix pancreatic stent was intended for the posterior compartment branch, however, during introduction outside the patient, it was found that the stent lumen had been flattened and the stent could not be loaded over the guide wire. The procedure was finished by treating the anterior compartment branch. T here were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure is reported to be "good".

Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however, the patient was reported to be over 18. Reported event of stent deformed/collapsed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.